Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the blood glucose was high and the drive support cap was flush. The customer reported that basal was not delivering at all and she was experiencing high blood glucose. The customer had bleeding in eye and would like to check for high blood glucose .the customer stated that she was nervous of going blind. The customer¿s blood glucose at time of incident was more than 400mg/dl. The customer¿s current blood glucose was 300 mg/dl. The customer had difficulty in breathing and thyroid issue. The customer treated for high blood glucose with syringes, but not 24 hour one. Based on customer report, the customer does not allege pump was under delivering. The customer declined further troubleshooting for high blood glucose. The customer went to eye place and dilated her eyes and did an eye test and doctor expressed concern about bleeding and was advised she could go blind if not under control. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and revert to back up plan. The insulin pump will be returned for analysis.